Manufacturer narrative:
A system log review of the intraoperative events found that the system functioned normally and there were no indications of any issues relating to the reported event. Review of the logs for the five subsequent procedures performed on the system found that it functioned normally, no intraoperative events or issues were found. The following concomitant products were used during this procedure: 30 degree endoscope plus, monopolar curved scissors, permanent cautery hook, maryland bipolar forceps, suction irrigator, two large clip appliers, and two prograsp forceps. A site history review found no relevant complaints were made for the instruments used during this procedure. Device history record (DHR) review was performed for the device(s) used during the procedure and no non-conformances were identified to be related to this event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report with multiple pre-existing comorbidities died 3 months after a cholecystectomy in which a complication occurred during the initial procedure with an unrecognized common bile duct injury. Although a bile duct injury is a well-known complication during cholecystectomy with an incidence of 0.4%-1.5% of all cases, how this injury occurred is not provided. The patient underwent a subsequent procedure to correct the complication but had a prolonged hospital course with multiple subsequent complications and procedures eventually expiring 3 months later due to multiple factors. There is no allegation against any intuitive surgical product or instrument. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that after a da vinci-assisted cholecystectomy procedure, the patient's spouse was informed by the surgeon that ¿something had slipped and cut the patient¿s liver and bile duct and profuse bleeding occurred." The patient subsequently expired at another facility three months later. A summary of multiple medical records received found that pre-operatively, the patient underwent an endoscopic retrograde cholangiopancreatography (ecrp) procedure where sphincterotomy and extraction of common bile duct stones was performed. Several days later the da vinci-assisted cholecystectomy was performed. The patient had a long history of significant pre-operative co-morbidities. The surgeon operating notes documented substantially extensive lysis of colonic and duodenal adhesions to the gall bladder. Additionally, treatment with desmopression acetate was administered for [chronic] renal failure coagulopathy. Estimated blood loss was 100ml. The patient's condition was documented as "good" at the conclusion of the robotic procedure. Subsequent to the robotic procedure, the patient¿s liver function tests were elevated and a repeat ecrp found a common bile duct obstruction. The patient was transferred to an affiliated hospital where a biliary surgeon performed a two staged operation; on the first day a laparotomy was performed with common bile duct exploration and left lateral hepatectomy with control of liver hemorrhage for findings of a transection of the common bile duct and common hepatic artery which was ligated. The following day, the patient underwent a roux-en-y hepaticojejunostomy. On post-operative day ten, a small lacunar cerebral infarct was observed in the left temporal region. The patient remained in the intensive care unit for nearly 2 months when he was transferred to an acute rehabilitation center for continued care. The patient's medical records document multiple subsequent complications including but not limited to vocal cord injury resulting in swallowing issues, an aneurysm of a right upper arm dialysis fistula with subsequent placement of a left chest dialysis catheter, pleural effusion requiring multiple thoracentesis procedures, development of multiple bedsores, vancomycin resistant enterococci with subsequent sepsis, and yeast and pseudomonas wound infections. The patient expired 3 months after the initial robotic cholecystectomy procedure. The cause of death was documented as septic shock, fungemia, and end stage renal disease on hemodialysis.